Event description:
(B)(4). Overall body aches (flu-like), weakness, chronic fatigue, depression, bloating, distended abdomen, ongoing bleeding, heavy bleeding, painful cramping, gallbladder pain, water retention, weight gain, fainting, arm and feet swelling, painful hands and arms, no longer can tolerate food without feeling pain. I've lost my job as a nurse due to weakness and pain. I've fainted walking with my kids leaving them and me in unsafe situations. I've gone to the ER several times for painfully severe bleeding and cramping. I will be getting my uterus and tubes removed (B)(6) 2015.